Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that while in the hospital, the customer's blood glucose bottomed out and the customer coded. The customer was taken to the intensive care unit. The customer was hospitalized on (B)(6) 2016. The caller stated that the customer thought she had pneumonia and kidney stone, however, when she went to the kidney doctor they found cancer in the x-ray. The caller stated that the customer passed away on (B)(6) 2016, in hospice care. The cause of death was kidney cancer. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected by the nurses five days prior to the customer's passing. The customer was not using sensors. The caller stated that they will search for the customer's insulin pump and, if found, will return it for analysis.

Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents were within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). The occlusion test and excessive no delivery test were unable to be performed due to the prime anomaly. The insulin pump had minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. Data analysis: there is no data available due to the unit not having a battery installed when received.